Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) reading "hi" on meter and was unable to bolus due to an unresponsive keypad issue. Patient self-treated at home with insulin injection with no symptoms to report. Customer support advised patient to discontinue use of this pump and assisted them in programming the animas vibe which was already in patient's possession and needed to be set up. This complaint is being reported because the of unresponsive keypad and because the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: unresponsive keypad was not duplicated in testing. The keypad is fully intact. All keys are fully responding to user presses. Removed the keypad cover; no contamination or button contact defects were observed. Removed the pump cover; keypad flex connector is fully inserted with no damage observed. No evidence of moisture contamination was found. Unrealted to the complaint, the display screen has a pinkish contrast; the audio bolus button cover is torn but is fully responding to user presses; the battery compartment is cracked on the side at the threads and cracked below the bumper pad. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.